Manufacturer narrative:
B3: date of event: date of event was approximated to 08/01/2025 as the exact event date was not reported. E1: initial reporter telephone: (B)(6). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that there was a problem with the pressure adjustment button. A rotapro console kit assy brazil was selected for use. During the procedure, it was noted that there was a problem with the pressure adjustment button. There were no patient complications.